Event description:
The customer reported contrast and brightness washed out the picture. No pt injury was reported.

Manufacturer narrative:
The ge rep could not duplicate a malfunction. He adjusted the camera iris for better kv tracking but the system was within spec.